Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was "high" although specific value was not provided with moderate ketones. Bg was addressed via manual dose injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.